Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 3154405 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other complaints against the remainig product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of thigh pain, and elevated ion levels. Update: (B)(6) 2013 - litigation papers received. Litigation alleges discomfort. There is no additional information that would affect the outcome of this investigation. Update rec¿d (B)(4) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, metallosis, and corrosion. Records are available for further review. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Pff alleges metal wear.